Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer further reported they did not measure their blood glucose however, continued to self-treat with insulin inject (type/dose unknown) consequently, the customer experienced a loss of consciousness. The customer was unable to self-treat and was treated with glucagon injection by the spouse. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to (B)(6) as the previously submitted information was deemed invalid upon returned product. Section h4 (device mfg date) was updated based on the returned product download. Reader (B)(6) has been returned and investigated. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was sent for further investigation. The reader was de-cased and placed into the reader test fixture to download log. Therefore, this complaint is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer further reported they did not measure their blood glucose however, continued to self-treat with insulin inject (type/dose unknown) consequently, the customer experienced a loss of consciousness. The customer was unable to self-treat and was treated with glucagon injection by the spouse. No further information was reported. There was no report of death or permanent injury associated with this event.